Manufacturer narrative:
Chiaro has conducted a literature review (rpt-003219) on the link between breast pumps and mastitis in which several literatures relating to the risk factors and causes of mastitis were reviewed. Although's ome evidence points to a higher rate of occurrence in women using breast pumps versus those are breastfeeding, the overall guidance states mastitis was caused by milk stasis and could be cured by effective milk removal, this may suggest that the mastitis was a cause for breast pump use rather than the breast pump causing mastitis. We can conclude that it is unlikely that a breast pump is the origin of any infection. The customer care team have offered additional troubleshooting advice for the customer around pumping and suction levels. As yet, the customer has not responded to the customer care troubleshooting advice. If any additional information is found to support the investigation, a follow up report will be sent.

Event description:
Customer reported on (B)(6) from the us that her elvie stride 2 was experiencing low suction. The customer advised that this low suction lead to pain and clogged ducts. Customer advised that they then developed mastitis and was seen by a healthcare professional who prescribed antibiotics for treatment.